Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and were hospitalized and stayed in intensive care unit for high blood glucose, diabetic keto acidosis on (B)(6) 2020 with blood glucose level was 700 mg/dl. Customer stated other blood glucose value was above 400 mg/dl. Customer was treated with intravenous insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump had insulin flow blocked alarm. Customer alleged insulin pump was under delivering. Customer was using auto mode. Customer did not want troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).